Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via that the reservoir had air bubble. The customer¿s blood glucose level was 4.9 mmol/l at the time of the incident. Customer states that they were not able to remove the air bubble from the reservoir. The reservoir will not be returned for analysis.